Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a pt presented with high lead impedance readings during a routine office visit. X-rays were taken and reviewed by the surgeon who did not observe any anomalies. The surgeon replaced both the generator and lead. The explanted devices were returned to the manufacturer for product analysis; however, device evaluation has not been completed at this time. Good faith attempts to obtain additional information from the pt's neurologist including a copy of the x-rays and if there were any reports of trauma or manipulation have been unsuccessful to date.